Event description:
Electrosurgical unit failed during cutting operation. Electrode became stuck in cervix tissue. Pt may have received a slight "rf" shock. Procedure was completed with a 2nd unit. There was no pt injury.